Event description:
It was later reported that the silicone gel touched the patient.

Event description:
Patient reported the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture and nodule (mass) confirmed via MRI. Healthcare professional's notes indicated patient experienced "mastodynia" and identified a cyst. An ultrasound later found "silicone area outside the prosthesis." Patient is very concerned and desperate. The device remains implanted.